Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing low blood glucose level 26 mg/dl and hospitalized on (B)(6) 2020 for treatment. Customer was using the insulin pump system within 48 hours of reported low blood glucose level. Customer declined troubleshooting for low blood glucose level. Device will returned for analysis.